Event description:
Reporter indicated a vns patient's "electrodes have slipped into the sternocleidomastoid muscle." The event was reportedly confirmed via x-rays reviewed by the medical professional. Normal and system diagnostics are within normal limits. There was no trauma or patient manipulation of the device. Revision surgery is likely. Good faith attempts to obtain additional information have been unsuccessful to date.